Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was mdt rep called when setting up a new vanta ins for implant on and reports that when they initially attempted to connect to the ins they got a software code (but cannot remember the number) when attempting with both of their cp's. Mdt rep reports that their apps are up to date. Mdt rep reports that they tried a second time with their cp and report seeing a message stating "validation error - invalid data in the device and therapy may be cleared". Mdt rep hit continue, and this allowed them to connect to the ins and begin setting up for implant. Tss had mdt rep tap start usage and implant device, then exit session, then attempt to connect again which was successful with no error codes shown. The troubleshooting steps that were taken on the call resolved the issue. Mdt rep reports they will call back iffurther troubleshooting is needed.